Event description:
I need to understand your mechanism for reporting an adverse event. Yesterday my pa reprogrammed a certas to level two from level one and somehow it ended up in the 8 off position. The kid was urgently helicopter to us and nearly died this am from being in the off position. The indicator is not a reliable method of confirming the setting. I will only use an x-ray now. (B)(6) 2015: had a 30+ minute, very productive conversation w/ the clinician this am. He was quite pleasant and offered much information, which I will compile after my clinic today. Basically, this is an old certas valve & the child became quite ill few hours after reprogramming- inadvertently went to level 8. He was quite unhappy, but willing to learn & help us to better. Understand the situation. He is leaving for vacation next week & will help fill out the certas complaint questionnaire before leaving. I will help w/ whatever is necessary to completely assess this situation. More later.

Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.